Event description:
It was reported "the incident occurred on 08/18/2022. Fragment from PICC was picked off in patient. Puncture of the v basilica re and advancement of a wire in a central direction below local anesthesia. No passage of the subclavian vein possible. Km application, it shows an occlusion of the vein at the sm electrode entry point. Hence shortening one PICC line up to position in the axillary vein and free coiling with heparin solution. It shows a good aspiration and drafty km passage to the center from this position. Fixation with adhesive plate and sterile wound dressing."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter was trimmed from a central catheter to a midline length was confirmed and appears to be use related. A single photograph of an explanted 5fr d/l powerpicc catheter was returned for evaluation. The catheter had been trimmed at approximately the 13cm depth marking. The trimmed length was consistent with a midline catheter. It was reported that an occlusion was encountered in the vein which prevented catheter passage to the appropriate location. The catheter is indicated for peripheral access to the central venous system. Modification of the catheter length from a PICC to a midline has the potential to cause confusion as the printing on the catheter would imply that the tip is located in the lower 1/3 of the superior vena cava. Evaluation findings are in section h.11.

Event description:
It was reported "the incident occurred on (B)(6) 2022. Fragment from PICC was picked off in patient. Puncture of the v basilica re and advancement of a wire in a central direction below local anesthesia. No passage of the subclavian vein possible. Km application, it shows an occlusion of the vein at the sm electrode entry point. Hence shortening one PICC line up to position in the axillary vein and free coiling with heparin solution. It shows a good aspiration and drafty km passage to the center from this position. Fixation with adhesive plate and sterile wound dressing."